Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, regarding the black screen with no image, the cause was due to a damaged charge coupled device unit, electrical component failure. Reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuits. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited a black screen with no image. There was no patient involvement.